Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported sending a picture of the pod site to her doctor who said it was an infection. She was prescribed keflex (500mg) to take 1 capsule, 3 times daily. The patient's blood glucose would spike to over 300mg/dl once a day and treatment included boluses; the last day it had not spiked. She noticed irritation while wearing the pod on her hip/buttocks for longer than 48 hours.